Event description:
The customer reported interface management problems during a therapeutic plasma exchange (tpe) procedure. After the procedure, the patient platelet count had dropped to 85x10^3/ul. The disposable is not available for return because the customer discarded it. This report is being filed due to insufficient information provided at this time to determine if a malfunction with the potential for death or injury occurred.

Manufacturer narrative:
(B)(4). Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Manufacturer narrative:
(B)(4). Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. The run data log was analyzed for this event: the analysis confirmed the multiple alarms received by the customer. The operator repeatedly increased the entered hematocrit to adjust for the alarms, but the alarms continued. Multiple occurrences of 'turbulent channel flow conditions detected' messages were found in the run data files and the images also indicated periodic turbulent flow conditions and an elevated rbc interface'. The device failed safe and is now operational. Root cause: the root cause of the reported problem could not be positively identified. Based on the alarms experienced and the hematocrit adjustments made, it appears that a very high patient hematocrit made it difficult for the operator and the system to maintain plasma removal rates without inadvertently removing platelets as well.